Event description:
It was observed that during the device inspection, the Ultrasonic Bronchofibervideoscope exhibited the image was not displayed. There were no reports of patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026, to July 27, 2026, which may result in a delay of receipt of all of the acknowledgements. The device was returned to Olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.